Event description:
It was reported that the patient presented in clinic. It was noted that r waves were recently depressed from a stable trend. Non sustained right ventricular oversensing noise looking like myopotentials were observed. Deep breaths showed fuzz with oversensing. Programming changes to turn the low frequency attenuation (lfa) filter off were made but the noise was still reproduced. Further programming changes were recommended by technical services. The additional programming recommendations were made. The patient was in good condition throughout.